Event description:
Literature was reviewed regarding a 73-year-old female patient with a history of previous coronary artery bypass grafting, percutaneous coronary intervention (pci), and transcatheter aortic valve implantation (tavi) with a medtronic 26-mm evolut r bioprosthetic valve approximately five years prior. More recently the patient presented with signs of congestive heart failure. Clinical evaluation revealed a severe restenosis of the valve and a stenosis of the left main coronary artery. Subsequently, the patient underwent a procedure with successful placement of a drug-eluting stent via pci and implantation of a non-medtronic bioprosthetic valve inside the evolut r valve. Post-procedural echocardiography showed appropriate gradients and no paravalvular leak. At 7-month follow-up, echocardiography showed good valve function and trace paravalvular leak. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: völz et al. Navitor in evolut: a case report illustrating a novel approach to redo-transcatheter aortic valve implantation. Eur heart j case rep. 2024 oct 24;8(11):ytae577. Doi: 10.1093/ehjcr/ytae577. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.